Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious and permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged difficulty breathing/short of breath. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure and airpath suggesting a source external to the device. Evidence of water ingress on the blower and blower box was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of water ingress and dust contamination were observed. Section h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions) was updated in this report.